Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance twice due to low blood glucose. The customer has had 6 low incidents in the past 6 weeks. Around december 4, 2017 they had blood glucose of 31 mg/dl at the time of the incident. The customer was in the 30 mg/dl range at the time the paramedics were treating them, and was at 91 mg/dl at the time of the call. The customer used glucose tablets and was given liquid glucose and glucose gel tablets to treat. The customer experienced symptoms such as unresponsiveness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Caller states the customer only had recalled sets to use. The customer had another low incident the day before the call. The infusion sets will be returned for analysis. The insulin pump will not be returned.